Event description:
A (B)(6) male with a 64-mm juxtarenal abdominal aortic aneurysm (aaa) was repaired in (B)(6) 2013 using a 32 × 124 mm proximal main body with bilateral renal artery fenestrations and an sma (superior mesenteric artery) scallop. The distal bifurcated graft was in a 20 × 45 × 76 mm configuration. No endoleaks were noted at the first postoperative visit and junctional overlap at that time was 55 mm. Aortic anatomy remained stable until 18 months postprocedure, when a non-contrasted CT demonstrated residual sac enlargement to 69 mm. However, an aortic duplex did not show any evidence of endoleak. Two years after the index operation, repeat cta was concerning for continued sac expansion to 74 mm with a decrease in modular overlap to 50 mm. An aortic duplex was repeated which did not demonstrate any flow to the residual sac. After discussion of more aggressive diagnostic options with the patient, he opted to continue noninvasive imaging and defer a diagnostic angiogram. At his 3-year postoperative visit, his residual sac was stable without endoleak evidence. Unfortunately, continued decrease in junctional overlap to 37 mm secondary to progressive angulation of the distal sac was unrecognized. The decision at that point was to continue follow-up surveillance without intervention. Forty-five months after the index repair, the patient presented to an outlying hospital with sudden, severe abdominal pain in the setting of profound hypotension. A cta demonstrated increased sac size to 93 mm with evidence of retroperitoneal hematoma and acute rupture. It was apparent that the right iliac limb had retracted secondary to continued distal aneurysmal degeneration, creating a large type ib endoleak resulting in sac pressurization and progressive migration of the distal bifurcated graft. The patient quickly became unresponsive despite initiation of massive transfusion protocols. Eventually, the family decided to initiate comfort measures and withdraw heroic measures. The exact date of death is not known.

Manufacturer narrative:
It was determined that 9680654-2019-00020 was a duplicate of 9680654-2017-00004. The complaint device was not returned for evaluation. Additional information was received: "the doctor said there was no autopsy or explant done." The work order record for ac916430 was reviewed and appeared complete and correct. The instructions for use (IFU) supplied with the complaint device states: "the long-term performance of fenestrated endovascular grafts, including the stents placed in fenestrations/scallops, has not yet been established. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms, changes in the structure or position of the endovascular graft, or stenosis/occlusion of vessels accommodated by fenestrations) should receive enhanced follow-up." "After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth, patency of vessels accommodated by a fenestration/scallop, or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is recommended, including: 1) abdominal radiographs to examine device integrity (separation between components, stent fracture or barb separation) and 2) contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information." "Key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (> 45 degrees for infrarenal neck to axis of aaa or > 45 degrees for suprarenal neck relative to the immediate infrarenal neck); short proximal aortic neck (<4 mm); greater than 10% increase in diameter over 15 mm of proximal aortic neck length; and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conducive to graft migration." "Potential adverse events that may occur and/or require intervention include, but are not limited to: endoleak, and endoprosthesis (improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion)." "Repeat angiogram to verify: the degree of overlap with proximal body (no less than 2 stents), the position of the contralateral limb, the position of the ipsilateral iliac limb with respect to the common iliac bifurcation." "Reposition distal bifurcated body as required." Medical imaging was received and reviewed by william a cook australia medical director (md). The md stated: "the proximal and distal components of the endograft have opened up at the junction between the two parts, with a type iii endoleak at that point." "This is a case of very marked anterior ¿bowing¿ of the graft, with separation of the components" and "whether or not the patient¿s aorta was as tortuous as this at the time the endograft was inserted is something we don¿t know, but it would be likely to have been the case. Also, the graft itself is inside an aneurysm with a fairly small amount of thrombus, meaning that the graft can bow even more, with no restriction by organised thrombus.". "It is not a defect in the graft itself nor its design." Based on the information present, a definitive root cause of the complaint could not be identified. It is possible that one or more of the following factors could have contributed to the complaint: graft sizing, graft migration, patient-related factors. It is possible that patient-related factors contributed to the complaint as per the medical director's evaluation, and this included angulation of the aneurysm (progressive over time) and/or presence of thrombus. There is no evidence that a device nonconformance or deficiency contributed to the complaint.

Event description:
A 63-year-old male with a 64-mm juxtarenal abdominal aortic aneurysm (aaa) was repaired in (B)(6) 2013 using a 32 × 124 mm proximal main body with bilateral renal artery fenestrations and an sma (superior mesenteric artery) scallop. The distal bifurcated graft was in a 20 × 45 × 76 mm configuration. No endoleaks were noted at the first postoperative visit and junctional overlap at that time was 55 mm. Aortic anatomy remained stable until 18 months postprocedure, when a noncontrasted CT demonstrated residual sac enlargement to 69 mm. However, an aortic duplex did not show any evidence of endoleak. Two years after the index operation, repeat cta was concerning for continued sac expansion to 74 mm with a decrease in modular overlap to 50 mm. An aortic duplex was repeated which did not demonstrate any flow to the residual sac. After discussion of more aggressive diagnostic options with the patient, he opted to continue noninvasive imaging and defer a diagnostic angiogram. At his 3-year postoperative visit, his residual sac was stable without endoleak evidence. Unfortunately, continued decrease in junctional overlap to 37 mm secondary to progressive angulation of the distal sac was unrecognized. The decision at that point was to continue follow-up surveillance without intervention. Forty-five months after the index repair, the patient presented to an outlying hospital with sudden, severe abdominal pain in the setting of profound hypotension. A cta demonstrated increased sac size to 93 mm with evidence of retroperitoneal hematoma and acute rupture. It was apparent that the right iliac limb had retracted secondary to continued distal aneurysmal degeneration, creating a large type ib endoleak resulting in sac pressurization and progressive migration of the distal bifurcated graft. The patient quickly became unresponsive despite initiation of massive transfusion protocols. Eventually, the family decided to initiate comfort measures and withdraw heroic measures. The exact date of death is not known.